Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the probable cause of this complaint is expected or random component failure resulting from a stress and degradation problem, with no design or manufacturing issue identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the videoscope to the service center for evaluation of a separate issue. During the evaluation, a reportable malfunction was identified: the adhesive on the a-rubber and the distal end were detached. As a result, the affected components required replacement. There was no patient involvement associated with this event.